Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files confirmed a system notice had occurred indicating that the system has an electrical component failure (#(B)(4)) on the date of event. Visual inspection of the mapping catheter showed a broken shaft and a kink from different points. Also, the shaft was broken into two parts, one broken part stuck inside the catheter and unable to remove it from the luer of the catheter. The tip/loop section were stuck inside the catheter. In conclusion, the mapping catheter failed the returned product inspection due to a broken shaft and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon insertion of the balloon catheter in the mapping catheter, resistance was noted. Additionally, it was noted that it was not possible to remove the mapping catheter from the balloon catheter. This led to the mapping catheter snapping off. Both catheters were replaced and the case was completed with cryo. The mapping catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.